Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer carriage and found the set screws for the front leg and caster assembly of the transfer carriage were loose. As the set screws were loose, the front leg and caster assembly was able to become unlocked resulting in the reported event. The root cause of the reported event is impact damage by facility personnel subsequently allowing the set screws to become loose. The technician installed new set screws, tested the unit, confirmed it to be operating according to specification, and returned it to service. The loading car was damaged as a result of the reported event and removed from service; a replacement loading car will be provided to the user facility. The technician counseled facility personnel on the proper use and operation of the transfer carriage, including the importance of not bumping the transfer carriage into other equipment. No additional issues have been reported.

Event description:
The user facility reported that an employee was unloading instruments with their 54" evolution transfer carriage when the carriage became unstable resulting in the loading car and carriage to fall to the floor. No report of injury.